Event description:
It was reported the device battery longevity was less than expected. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 6947-75, lead, implanted: (B)(6) 2010; 5076-52, lead, implanted: (B)(6) 2007. (B)(4).